Event description:
It was reported that the external pulse generator (epg) was being used for backup pacing. When the battery was replaced, the epg stopped immediately and no backup pacing was available. The epg was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis performed during service and repair of the device found that the device passed a functional test but did not pass a manual battery removal test. The battery was physically removed, simulating a battery replacement, in order to see how long it would take for the device to power off. The epg immediately powered off. The epg was powered "on" for more than two minutes before removing the battery. The main board was then sent to a different site for failure analysis. This analysis found no anomalies during visual inspection. Bench analysis found that the supercaps passed testing and typical operation was observed. A battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: failure analysis could not duplicate the failure reported by the service center.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.